Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first three staples were severely misaligned. The stapler was returned with its trigger not engaged. There were signs of biological material on the device. The stapler was received with 19 staples left in the cover block, indicating that at least 16 staples were fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in one fully formed staple releasing and one unformed staple shooting out of the cover block. The second fire attempt resulted in the staple fully forming and releasing. The next 10 fire attempts in the skin pad correctly formed and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. Per DHR the product visistat 35r 6/box lot # 73k2300163 was manufactured on 10/03/2023 a total of 8,904 pieces. Lot was released on 10/23/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A non-conformance was initiated to further evaluate this complaint issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the first three staples were severely misaligned. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in one fully formed staple releasing and one unformed staple shooting out of the cover block. The second fire attempt resulted in the staple fully forming and releasing. The next 10 fire attempts in the skin pad correctly formed and released. The sample was disassembled. Die casting anomalies were observed on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing) during suturing procedure". No report of patient harm or injury.